Event description:
An ocd laboratory specialist (ls) reported that a customer obtained a false negative result from a single patient sample on two reagent lots on a vitros eci analyzer. These results did not agree with results generated on alternate test methods nor match other marker assays. Quality control results were within acceptable ranges. Erroneous results may lead to confusion in the diagnosis and treatment of the disease. The non-reactive vitros results (lot 1192) were not reported and there was no allegation of patient harm as a result of this event. Note: the 3500a forms for MFR. Report # 1319681-2008-00168 and 1319681-2008-00169 are identical with the exception of the specific lot number of reagent and date of the event.

Manufacturer narrative:
Investigation into this event was unable to determine the exact root cause of this event although it appears likely that an unknown sample interferant within the patient sample may have been the cause. Review of the results obtained suggests the sample may truly be reactive as testing of additional assays and testing with alternate methods were positive. Repeat testing of the sample on an alternate vitros reagent lot (lot 1210) were also negative. Analysis of the instrument datalogger files and quality control results could not find any evidence that an analyzer or reagent error had occurred. The root cause of this event is unknown at this time.